Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the control solution result was outside the acceptable control solution range. This complaint is being reported due to the failed control solution result and the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the control solution involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the control solution has passed testing for the control low issue. However, the control solution test was above the acceptable range. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.